Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00 x 38mm synergy stent was deployed to treat the target lesion. Following deflation of the delivery balloon, the device was attempted to be removed; however, the balloon got stuck in the guide and the physician had to pull everything out as a unit. The procedure was completed. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00 x 38mm synergy stent was deployed to treat the target lesion. Following deflation of the delivery balloon, the device was attempted to be removed; however, the balloon got stuck in the guide and the physician had to pull everything out as a unit. The procedure was completed. No patient complications were reported and the patients status was fine. Synergy ii us mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. The balloon folds were relaxed from there originally folded position and it appears that positive pressure was applied and a vacuum pulled. The device was inflated to rated burst pressure (rbp) 16 atmospheres without issue. The device deflated in 6 seconds which is within specification. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis.